Event description:
It was reported that the customer experienced elevated blood glucose levels (approx 400 mg/dl). Customer noticed air bubbles present. Could insulin is used to load the cartridge. Troubleshoot was performed and pump passed delivery system check. Customer changed the cartridge and infusion set to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."